Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The calibration results were within specifications. The alarm trace had an incubation bath water level sensor, incubation water short, low water reservoir level, and abnormal spiration of the sample probe errors. The field service engineer determined the old ion-selective electrodes had caused the event. The customer performed calibration and qc with acceptable results. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the cobas 8000 cobas ise module (double) is (B)(6). The customer stated the old electrodes had caused the event. They changed the ion-selective electrodes and performed monthly maintenance, calibrations, and qcs with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The reporter provided two examples of discrepant results: sample 1 on (B)(6) 2024, the initial na result was 129 mmol/l. On (B)(6) 2024, the repeat result was 142 mmol/l. Sample 2 on (B)(6) 2024, the initial na result was 129 mmol/l. On (B)(6) 2024, the repeat result was 137 mmol/l. The repeat results were deemed correct. The delta checks in the laboratory information system prompted the rerun of the patient samples.